Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a grey battery indicator bar. It was noted the grey battery indicator may have been due to cold temperatures and device could be re-interrogated within a week, however, the device would be past the expiration date within two days. Therefore, the device could not be implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.